Event description:
It was reported that the user received an alert 38 motor stall while attempting to fill tubing after restarting the pump, and the user then completed a dry run and a full supply change with a new cartridge, after which the pump functioned without further alarms. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no hospitalization. Investigation included guided troubleshooting and user education, including a dry run and supply replacement. Investigation of this case revealed that the pump motor stall was not reproducible after cartridge and tubing replacement, consistent with a transient motor stall related to infusion setup or cartridge/tubing loading, and normal device function was confirmed after the intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-related or use-related handling during setup resulting in a temporary motor stall that resolved with proper reloading and supply replacement.

Manufacturer narrative:
Initial.